Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device found the metal cap was detached and not returned. The device passed a signature verification test and no issues were noted with the connector, tabs or segments. The fiber was tested with a hene (helium-neon) laser fixture. The test conducted showed the aim beam was visible at the fiber output window. The fiber passed a signature verification test and no issues were noted with the connector, tabs or segments. Due to the observed metal cap detachment, the diminish vaporization event is confirmed and an evaluation conclusion code of unintended user error caused or contributed to event was assigned to this investigation. The metal cap detachment contributing to diminish vaporization likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted metal cap detachment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported the fiber exhibited diminished vaporization after 249,000 joules of use. The procedure was completed with a second fiber without clinical consequence. The fiber was returned and analysis revealed that the metal cap was detached.